Manufacturer narrative:
Device evaluation completed on august 4 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: asymmetry. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel, 325cc on thr right side, and 300cc on the left side silicone breast implants which the right side ruptured, and left side had issue with asymmetry after implantation. The issue was confirmed by the physician via ultrasound examination. As a result patient underwent bilateral removal and replacement with silicone implants, and mastopexy of the left side on (B)(6) 2019. This report is for the left side.